Event description:
Bmx for breast cancer (B)(6) 2016. Convinced implants better than flat chest. Expanders began chest pain. On (B)(6) 2017 implanted. No chemo or radiation. Age (B)(6), one month shy of medicare. Discomfort, pain ignored by dr. Was always active, and a retired (B)(6). Slowly, teaching a sport, dance and playing musical instrument stopped. Couldn't take deep breaths. Fatigue, decreased mental alertness and focus, fought depression, never had depression, unexplained weight gain, digestive issues emerged. Finally (B)(6) 2018 made consultation with dr (B)(6), (B)(6). One week before was first time I checked internet for reasons behind decline. I was diagnosed with grade IV capsular contracture, and a world of new vocabulary opened up to me. On (B)(6) 2019 (less than 2 weeks ago) silicone implants were removed. I am shocked that a very prominent breast surgeon, one who has so many help groups for cancer survivors, would partner with a plastic surgeon and even advocate toxic poison for his patients after surgery! My insurance paid a hefty price to inflict an already compromised body. When I awoke from surgery (B)(6) 2019 the first thing I did was breathe, and I could without pain and labor. Still healing. "Ask dr. (B)(6), (B)(6)."